Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered diluent input to wbc (white blood cell) bath leaking fluid onto the fitting. The fse trimmed the tubing, bleached the waste chamber and replaced the waste filter. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4). This medwatch report is related to MDR 1061932-2012-00252.

Event description:
The customer reported fluid leaked from underneath the unit involving coulter act 2diff al. The customer had on personal protective equipment (ppe), gloves and a laboratory coat. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.